Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) was isolated to the c19 capacitor being pulled from the defibrillator pca. The negative lead pad was lifted off the board, causing the faults. The root cause for the defective c19 capacitor could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor was resetting.